Event description:
It is reported that the device was implanted in 2008 and revised in 2009 due to the device breaking. The pt was walking and heard a pop.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. The pt's height, weight, activity level, and build are unk. It is unk where on the nail it fractured and the depth of the fracture. Based on the available info, a definitive root cause can not be ascertained at this time. H-6. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.